Manufacturer narrative:
Clamshell repair due to previous driveline damage reported in MFR# (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR numbers: (B)(4). It was reported that the patient was having driveline fault alarms and no external power events. Timestamps were unknown as the device's clock was not set. Previous driveline damage was also noted. The entire driveline was noted as being covered with rescue tape. The site exchanged the patient's system controller per technical services' recommendation on (B)(6) 2020. There was no interruption in pump support during the driveline fault events. The driveline fault did not return after the controller exchange, but the log files continued to show driveline degradation. It was noted that the entire kevlar sheath was gone. On (B)(4) 2020, technical services performed a driveline repair approximately 2 inches from the exit site. After the repair, the patient was tethered on grounded patient cable with no issues or alarms noted. Technical services also noted that one of the recorded no external power events was due to power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event, and the site reported that the mpu had a locking ac power cord. The patient was unsure if the no external power event at the mobile power unit could be attributed to a loss of power to house or the power cord coming loose at the wall/outlet.

Manufacturer narrative:
Section b5: the previous driveline jacket damage mentioned in the report from the site was previously reported under MFR#: 2916596-2019-05867. Section h3: additional information. Manufacturer investigation conclusion: the report of suspected driveline damage can be confirmed. A distal end driveline replacement was performed by a tech services representative on 25nov2020. Approximately 21¿ of the external portion / distal end of the driveline was returned. A clamshell repair had previously performed to correct a separation of the distal end bend relief (previously reported under MFR#: 2916596-2020-02847). White tape had been previously applied to the patient¿s driveline, covering the entirety of the driveline. Removal of the white tape revealed multiple areas of black tape along with multiple areas of missing jacket (previously reported under MFR#: 2916596-2019-05867). An electrical continuity test of the returned driveline was conducted, and continuity issues were noted in the black and yellow wires. Examination of the bionate revealed a dark discoloration throughout. The bionate was removed and multiple areas with shield breakdown were noted. The shielding was removed, and examination of the underlying wires revealed completely fractured black and yellow wires adjacent to the controller connector. Further examination in this area revealed a partially fractured brown wire. The conductors of these wires were exposed. The fracture of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii (hmii) operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black, brown, or yellow wires, to their redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The wire damage could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Pump stoppages could have also occurred if the exposed conductors, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii left ventricular assist system (lvas) patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvas drivelines have the potential for wire / shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline the heartmate ii patient handbook and IFU explain all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: internal clock reset indicating full battery depletion, superficial damage to the outer jacket of driveline. The report of suspected driveline damage can be confirmed. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020. Approximately 21¿ of the external portion/distal end of the driveline was returned. A clamshell repair had previously performed to correct a separation of the distal end bend relief (previously reported under MFR # 2916596-2020-02847). White tape had been previously applied to the patient¿s driveline, covering the entirety of the driveline. Removal of the white tape revealed multiple areas of black tape along with multiple areas of missing jacket (previously reported under MFR # 2916596-2019-05867). An electrical continuity test of the returned driveline was conducted, and continuity issues were noted in the black and yellow wires. Examination of the bionate revealed a dark discoloration throughout. The bionate was removed and multiple areas with shield breakdown were noted. The shielding was removed, and examination of the underlying wires revealed completely fractured black and yellow wires adjacent to the controller connector. Further examination in this area revealed a partially fractured brown wire. The conductors of these wires were exposed. The fracture of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii (hmii) operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black, brown, or yellow wires, to their redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The wire damage could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Pump stoppages could have also occurred if the exposed conductors, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii left ventricular assist system (lvas) patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline the heartmate ii lvas IFU contains a section on alarms and troubleshooting which provides information on all system alarms, including no external power and low battery power alarms, and the actions associated to resolve the alarms. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.